Event description:
It was reported "before insertion, the doctor found the swg kinked due to the swg so soft prior to the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photos; however, biological material was observed inside the guide wire tubing, which contradicts the report that the defect was detected prior to use. Regardless of this, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not use if package is damaged". The customer report of kinked guide wire was confirmed by visual inspection of the customer supplied photos. The images show a kinked guide wire in an advancer tube, however, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "before insertion, the doctor found the swg kinked due to the swg so soft prior to the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).